Event description:
The unicel dxh 800 coulter instrument generated erroneous high white blood counts (wbc), red blood counts (rbc), hemoglobin (hgb), and platelet (plt) results without instrument generated flags. No erroneous results were reported out of the lab. The erroneous results were generated during beckman coulter inc., (bec) in-house repeatability testing. During the study, the instrument generated error occurred after the third run, the instrument recovered and generated voteout (....) Cbc results on the next 4th repeatability runs. Run #5 of the repeatability is the erroneous high cbc results. The remaining repeatability runs are within expected ranges. Results generated in this study are provided in the attached file (file attachment section). There was no an effect to patient or user.

Manufacturer narrative:
Specimen collection and storage information were not provided. The instrument is currently performing within qc specifications with respect to controls and reproducibility. Per bec senior software development engineer, erroneous high cbc results are generated after the instrument recovers from "cbc waste chamber drain did not sense empty" error message. No service was dispatched for this event. Root cause of this event is unknown. (B)(4).